Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receipt revealed no external damages. During functional testing, the module was unable to establish connection to a known-good root device. Internal inspection isolated the failure to multiple damaged circuit board cables, which were determined to be the cause of the "error port" message. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device provided inaccurate measurements. No consequences or impact to patient were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device provided inaccurate measurements. No consequences or impact to patient were reported.